Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. There was no noise observed. Troubleshooting and programming options discussed. The device was checked and was noted to be fine. There were no further issues noted and no interventions planned. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that defibrillation threshold (dft) testing was being performed, which was not converting the patient. A sub cutaneous array defibrillation lead was going to be implanted; however, then a code 1005 was observed which indicated an open circuit condition was detected during shock delivery. It was noted that the pocket appeared to be heavily calcified, which may have contributed to the high shock impedance measurements. No additional adverse patient effects were reported. The lead remains in service.